Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the left circumflex artery which was 95% stenosed and heavily calcified. Attempts to cross the lesion with a balloon were unsuccessful and the diamondback coronary orbital atherectomy device (oad) was initially unable to cross the lesion. After several attempts of disengaging and re-engaging the lesion the crown was able to cross the lesion. Several treatment passes were performed, and an angiogram revealed a type a dissection, with a small vessel perforation at the mid to distal end of the lesion. Two stents were placed, however the small perforation remained and a third stent was placed to restore flow and resolve the perforation. The stent appeared slightly under expanded, but the physician did not want to apply additional pressure to the perforation. The patient was stable following the procedure. Two days following the procedure the patient's troponin levels were elevated, and they presented with acute stent thrombosis. The patient underwent balloon angioplasty to resolve the issue. Per the physician, the thrombosis and elevated troponin levels were due to the under expansion of the stent, and some troponin elevation was anticipated following this type of procedure.